Event description:
A pt was treated on 1/6/97 in the nasolabial folds. On 2/10/97, she developed mildly pruritic bumps at the nasolabial folds. On 2/25/97, the symptoms persisted; the physician diagnosed a delayed hypersensitivity and injected kenalog intralesionaly, which improved the symptoms. On 3/13/97, she developed swelling and hives at the nasolabial folds; oral prednisone was prescribed. On 3/18/97, erythematous papules were noted at the nasolabial folds; intralesional kenalog was prescribed.

Manufacturer narrative:
On 28 april 1998, the physician reported that the pt was last seen on 13 february 1998. The symptoms resolved on 28 may 1997. The pt felt that the nasolabial crease that had the reaction was somewhat deeper now-otherwise no complaints.